Manufacturer narrative:
Initial reporter phone number: (B)(6), postal code: (B)(6). Article citation: retrospective study of radiotherapy impact on the outcome of material-assisted implant-based subpectoral breast reconstruction ralf ohlinger, florian nawroth, thomas kohlm ann, zaher alwafai, katharina schueler, marek zygmunt and stefan paepke. Anticancer res. 2021 apr;41(4):2017-2024. Doi: 10.21873/anticanres.14969. Pmid: (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, "wound infection", necrosis, hematoma, "capsular fibrosis", and "implant loss".

Event description:
Journal article: "retrospective study of radiotherapy impact on the outcome of material-assisted implant-based subpectoral breast reconstruction" reports the article analysis 281 breast cancer patients (362 breasts) after nipple- and skin-sparing mastectomy with subpectoral implant insertion, with the use of synthetic meshes (sms) and acellular dermal matrices (adms) used in reconstructive breast surgery. The analysis focused on the impact of pre- and postoperative radiotherapy (rtx) and material-related differences. Implants from allergan (n=91), mentor (n=31), polytech (n=14), and sebbin (n=226) were used. Overall distribution of individual complications: seroma (n=23, %), wound healing disorder (n=20, %), wound infection (n=22, %), necrosis (n=16, %), hematoma (n=15, %), capsular fibrosis (n=15, %) and implant loss (n=31, %). The status of the devices is unknown. The event of "wound healing disorder" is deemed not related to the device, as the patients underwent radiation therapy.